Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Upon further review, evaluation conclusion code no longer applies to this event.

Event description:
Additional information received from the manufacturer representative reported that the reorientation and reprogramming performed did not resolve the issue completely. Stimulation turning off was resolved through battery replacement. If additional information is received, follow up reports regarding the power on reset condition (see manufacturer's report #3004209178-2015-16177) and stimulation turning off will now be captured in manufacturer's report # 3004209178-2015-11392.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had intermittent therapy. The patient's device was going to be explanted and the explant was scheduled for (B)(6) 2015. The patient had experienced an instance where their implantable neurostimulator (ins) turned off without them using the patient programmer. The patient checked with their programmer and confirmed that the stimulation had turned off.

Event description:
It was reported that the patient¿s stimulation was turning off. The manufacturing representative took an electrode impedance and all pairs were within range. The patient was using adaptive stimulation, but this was occurring in a variety of different positions and activities. The frequency of this occurring had increased. It was ¿hard to determine if the programmer had confirmed that the stimulation was actually off¿ based off what the patient was stating. The patient noted that the programmer ¿looked different¿ when this occurred, but couldn¿t provide more detail. According to the clinician programmer log, the stimulation was always on for the most part, expect for a break on one of the days. The cause of the event was not determined, but it could be device related. The manufacturing representative reset the orientation for the adaptive stimulation. The patient outcome was unknown. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that even with adaptive stimulation turned off the stimulation was cutting out. The patient met a manufacturer representative on (B)(6) 2015 and the device was reoriented and reprogrammed. The manufacturer representative thought that the device cutting off was related to positional movement. When the patient arched their back they could recreate the cutting off but it didn't happen every time with the positional change. The patient would suffer falls when they didn't feel stimulation since they had bad neuropathic pain. Only one lead provided good coverage for the patient. The other lead was too lateral and the patient only got abdominal stimulation so only one lead was being used.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that planned implantable neurostimulator (ins) replacement on (B)(6) 2015 due to stimulation turning on and off periodically on its own. It was noted that the patient's coupling seemed fine. The manufacturer representative noted that there was no firm evidence that anything had happened out of the ordinary with this patient's device; the impedance appeared normal and "they had done everything they diagnostically can." In addition, the manufacturer representative did not feel that replacing the device would solve these issues, however, the healthcare professional had made up his mind. A follow-up appointment with the patient reported that the therapy was working well; amplitudes were lower than before (3.0v) and the spinal cord stimulation was working fine now. All impedances were still good. Upon further review, this event is related to the event regarding a power on reset (por) condition captured in manufacturer's report #3004209178-2015-16177. Further updates regarding both events will now be captured in manufacturer's report #3004209178-2015-16177.

Event description:
Additional information received from the manufacturer representative reported that the patient was doing fine with their stimulation after the implant until the adaptive stimulation was enabled. When it was enabled they started to experiencing the surging and the stimulation shutting off. The manufacturer representative was unable to verify the device shutting off however the patient indicated that when it happened the patient programmer was showing the device was off. They tried using manual mode and it worked better to address their problems but they still noted fluctuations in the stimulation and it shutting off. They also noted that when the patient was at the beach a power on reset (por) occurred but no overdischarge had occurred. The patient had kept their device charged. The patient uses their device all the time due to debilitating leg pain and when the device turns off it is hard for them to function. The patient was scheduled to have their device replaced on (B)(6) 2015.